Event description:
The remote alarm connector on the back of ventilator is loose. The customer reported that there was no pt involvement and the unit alarmed. The respironics service technician verified that the connector is loose. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specifications. Factory analysis of the main pcb found the connector was loose and there were broek nsolder connection noted.